Event description:
It was reported that the helix pottion of this right ventricular (rv) lead perforated the patient's heart. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.